Event description:
During a service call on the gentlelase dermatology laser, service noted that the delivered energy was 50% highter than expected.

Manufacturer narrative:
Candela is waiting for the return of the calport for eval. A follow-up report to be submitted.